Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The complaint sample has been returned for eval and the investigation is currently underway.

Event description:
It was reported that a pta balloon used to treat an av fistula in the pt's lower arm ruptured during the third inflation. During withdrawal, resistance was felt and angiography demonstrated that the pt a balloon dilatation catheter was caught at the tip of the sheath. The introducer sheath and the pta balloon dilatation catheter were removed simultaneously from the pt. Upon removal. It was observed that the pta balloon had separated into two pieces in a circumferential manner. The device was examined and it was determined that the pta balloon was removed in its entirety. No pt injury.